Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that the surgeon was unable to track the stylet during the case. They passed the catheter without navigation. It was then discovered that the site had a mayo stand right next to the emitter. Once removed, the tracker turned green. There was a less than one hour delay to the procedure and no impact to patient outcome.